Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) for failure analysis investigation. The unit was analyzed and the reported problem was confirmed but not replicated. The system logs verified error 40067, indicating a communication error reported by the axes controller setup (acu) board. Visual inspection did not reveal any abnormalities related to the reported event. The proximal assembly was installed on a golden system, where error 1126 was observed in the logs, indicating that the hirose fiber receive power had fallen below the low warning limit, with p-values pointing to the proximal. The proximal was subsequently tested on a patient side cart fixture test platform (pftp) and failed fiber power testing. Aba testing of the fiber optic cable confirmed it as the source of the fault. Based on these findings, failure analysis determined that the acu board and the fiber optic cable are the potential contributors to the reported issue. The complaint was confirmed by the field evaluation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and found fiber errors on armnet 1. The fse replaced the proximal set up joint (psuj) 1 and performed system verification. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a reoccurrence of the non-recoverable fault 40067. The customer hard power cycled the system prior to docking and the error cleared for a short time but reappeared when they were docking the system. The technical service engineer (tse) walked the customer through another hard power cycle and the error cleared again. The surgeon was not comfortable using the system as the error could reoccur and stated it would not be used for the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the ports were placed prior to the issue being identified. The customer had restarted the system to resolve the issue but opted to convert the case to laparoscopic. It was not necessary to add ports for the procedure conversion.